Event description:
Patient stated that on (B)(6) 2019, patient experienced pain when she accidentally bumped the v-go on a table and noticed that the needle was exposed. Patient pushed the device back into place, producing 2 insertion points. Patient stated she noticed reddening of the skin, about the size of a fist, near the point of needle insertion, when she removed the v-go that evening. Patient applied a new device and on the morning of (B)(6) 2019 the patient stated the area where the previous device was applied, was warm, burning sensation and tender to the touch. Patient stated that by the afternoon the area appeared to be mucous-like (pus). Patient stated she reached an hcp via online health and that the hcp put her on the antibiotic keflex. Patient stated she contacted her v-go hcp wednesday and that the v-go hcp put her on a stronger antibiotic sulfameth. Patient stated she discarded the v-go worn on (B)(6) 2019.